Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and reservoir was able to lock in place when inserted into insulin pump but not secure. Customer's blood glucose value was 54 mg/dl at the time of the incident and current blood glucose was 139 mg/dl. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with broken reservoir tube lip.